Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as an open sore and stage 2 blister. The patient's nurse indicated that they were going to use gauze over the area. During a follow up, it was reported that the sore was beneath the vibration box and gauze was placed over the affected area. During a final follow up, the patient's wife reported that the gauze and allowing the patient's skin to breathe had helped the irritation.